Manufacturer narrative:
Section b5 was updated. The field service engineer (fse) found a defective ise bath and that was the root cause of the issue. The fse did several service actions including replacing the ise bath2 assay. The service action (replacing the ise bath2 assay) done by the fse resolved the issue.

Event description:
No information was provided from which sample the na values of 140.0 mmol/l and 147.2 mmol/l were measured. The customer had all tests measured in duplicate and they only confirmed the repeat results.

Event description:
We received an allegation about discrepant sodium (na) ise assay results for 4 patients' samples tested on a cobas pro ise analytical unit. The following results were provided as an example: on (B)(6) 2023 the customer ran sample 1 and sample 2: sample 1: initial na result: 145.5 mmol/l. Repeat na result: 150.5 mmol/l. Second repeat na result: 142.8 mmol/l. Na values of 140.0 mmol/l and 147.2 mmol/l were also provided, but it was not clear if these values were from that same sample or if these were from a different sample. A clarification has been requested. Sample 2: initial na result: 147.6 mmol/l. Repeated na result: 142.2 mmol/l. On (B)(6) 2023 the customer ran sample 3: sample 3: initial na result: 146.0 mmol/l. Repeated na result: 139.8 mmol/l. On (B)(6) 2023 the customer ran sample 4: sample 4: initial na result: 131.6 mmol/l < rept. Repeated na result: 137.9 mmol/l. For all samples, it was asked if any questionable results were reported outside of the laboratory but this information was not provided. The na electrode lot number was f3671. The expiration date was not provided.

Manufacturer narrative:
On 13-mar-2023 the customer ran qc and it was within range. Investigation is ongoing.